Event description:
The user facility reported a 51-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During the impella implant they perforated the artery. Additional access was obtained distal to perforation and two covered stents were placed. The placement of the impella was aborted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.